Manufacturer narrative:
Age at time of event: 18 years or older device is combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged and slightly flared. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 23mmx3.9mm target lesion was located in the right coronary artery. A 4.00 x 24 synergy stent was selected for use. However, during unpacking, it was noted that the proximal part of the stent was deformed. The procedure was completed with a different device. No known patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. The 23mmx3.9mm target lesion was located in the right coronary artery. A 4.00 x 24 synergy stent was selected for use. However, during unpacking, it was noted that the proximal part of the stent was deformed. The procedure was completed with a different device. No known patient complications were reported and the patient's status was stable.